Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain- one or more cycles advance to next fill when slow/ no flow occurred above the minimum drain volume threshold. An event history log review and sample evaluation were performed and no malfunction was identified. This issue has been escalated to CAPA.

Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient log on (B)(6) 2011 at 20:02:07, drain volume 4113 ml, cycle 4. Fill volume 2500 ml. There was no patient involvement.